Event description:
It was reported that the doctor found the living hinge of the clip broken after uploading into the applier.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product hemolok l clips 6/cart 84/box lot# 7 73d1800050 was manufactured on 04/09/2018 a total of (B)(4) pieces. Lot was released on 04/11/2018. DHR investigation did not show issues related to complaint. The customer returned one loose clip from 544240 hemolok l clips 6/cart 84/box for investigation. The clip cartridge was not returned. The returned clip was visually examined with and without magnification. Visual examination of the returned clip revealed that the clip was returned broken in two pieces at one side of the hinge. The loose clip appears used as there is biological material present on the clip. It could not be determined exactly how or what caused the returned clip to break near the hinge. A CAPA has been previously opened to further investigate issues related to clip breakages. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The reported complaint of the clip being "broken" was confirmed based upon the sample received. One loose clip was returned broken in two pieces at one side of the hinge. It could not be determined exactly how or what caused the returned loose clip to break near the hinge. Although the root cause of this complaint issue could not be determined, a CAPA has been previously opened to further investigate issues related to clip breakages.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the doctor found the living hinge of the clip broken after uploading into the applier.